Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the bladder of the device which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused medication to the patient. After the expected therapy time was complete, residual medication volume (20ml) was observed within the device that had not been delivered to the patient during therapy. The device was filled with fluorouracil 6900mg in sodium chloride 0.9% and directly connected to peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.